Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in device available for evaluation? & to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection revealed no anomalies or defects and the sample met the leak test specification. The port component (the one way valve) was disassembled for magnifying inspection and revealed no defects. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
D4 - UDI no. - not required for this product code. The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. For this reason code 11 was used in the conclusions section of h6. A review of the device history record and the product release decision control sheet of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the tr band deflated. Follow up communication with the user facility confirmed the following information: after intervention the tr band was placed at the patient's arm as usual. It was reported that the tr band loses the injected air. It was reported that there was no real harm for patient, as the hospital is doing close monitoring. Blood loss per patient was reported to be a maximum of 5 to 10ml. It was reported that the procedure was completed successfully. It was reported minor harm to patient. This event has reported to have happened 10 times. See mdrs for other nine occurrences 9681834-2016-00263, 9681834-2016-00264, 9681834-2016-00265, 9681834-2016-00266, 9681834-2016-00267, 9681834-2016-00268, 9681834-2016-00269, 9681834-2016-00270, 9681834-2016-00271.